Manufacturer narrative:
(B)(4). The device was repaired by the facility and will not be sent to baxter for evaluation. The facility stated that the main inlet fuses were found to be faulty and have been replaced. The device was put back into service at the facility. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a condition where no main light emitting diode is lit while plugged into the main supply. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). Per the customer, the ac fuse was blown and baxter sent a replacement part but the device was not evaluated by baxter personal. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.